Event description:
It was reported that an insulin gauge displayed a different amount than expected, with the discrepancy occurring on a previous day when the pump showed 65 units instead of the expected 260 units. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by reloading the same cartridge.